Event description:
It was reported that the buttons on the insulin pump were unresponsive, and the time clock was not changing. It was stated that the battery was removed for two hours, but the anomaly persisted. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corrosion on keypad trace. Display function properly with testing case. No frozen display or constant tone alarm noted. No moisture damage found on electronic assembly or motor. Unable to perform alarm test due to keypad damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.